Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the reported customer issue could be reproduced. The expiratory channel printed circuit board (pcb) was found to be the failing component but the customer did not want to replace the part. No parts were replaced or returned for further investigation. No device logs are available. The reported failure may lead to a pressure deviating from the set. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no parts were replaced or returned for investigation the root cause cannot be determined.

Event description:
Manufacturer ref.#: (B)(4).